Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon interrogation, the patient's right atrial lead was found to have over-sensing of noise, leading to inappropriate detections of atrial tachycardia and fibrillation. There was no resolution to this issue as of yet. The patient was stable throughout.